Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7489-51, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
The company representative (rep) reported an extension issue. The physician implanted the extension and only after the procedure the impedances were measured, all couples were out of range. During the surgical revision the lead impedances were okay, so the extension was replaced and all impedances were okay. The patient felt well and received effective therapy. It was unknown if any external factors contributed to the event. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Correction: please note that (B)(4) no longer applies to this report. Device evaluation: analysis of the extension found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.